Event description:
It was reported that this right ventricular (rv) lead oversensed noise that was stored as a ventricular fibrillation (vf) event and anti-tachycardia pacing (atp) was delivered. Troubleshooting was unable to identify any electromagnetic interference (emi) sources. Rv pace impedances were stable at approximately 400 ohms, but there was a single 800 ohm measurement in the trend. Technical services (ts) recommended isometrics to reproduce the noise and impedance testing. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise that was stored as a ventricular fibrillation (vf) event and anti-tachycardia pacing (atp) was delivered. Troubleshooting was unable to identify any electromagnetic interference (emi) sources. Rv pace impedances were stable at approximately 400 ohms, but there was a single 800 ohm measurement in the trend. Technical services (ts) recommended isometrics to reproduce the noise and impedance testing. This lead remains in service. No adverse patient effects were reported. Additional information was received that the patient has been scheduled for a replacement procedure. Programming changes were made in the meantime to prevent further inappropriate therapies. This lead remains in service. No adverse patient effects were reported. Additionally, it was reported that this rv lead was replaced. This lead has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise that was stored as a ventricular fibrillation (vf) event and anti-tachycardia pacing (atp) was delivered. Troubleshooting was unable to identify any electromagnetic interference (emi) sources. Rv pace impedances were stable at approximately 400 ohms, but there was a single 800 ohm measurement in the trend. Technical services (ts) recommended isometrics to reproduce the noise and impedance testing. This lead remains in service. No adverse patient effects were reported. Additional information was received that the patient has been scheduled for a replacement procedure. Programming changes were made in the meantime to prevent further inappropriate therapies. This lead remains in service. No adverse patient effects were reported.